Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use during set-up by the customer, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure- code14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was able to verify the issue. The fse inspected the unit and found that the pressure tube was out of place. After reseating the component, the unit had preventative maintenance performed, and unit passed all functional and safety tests and was returned to customer.